Event description:
A catheter dye study was done 2008, and no problem was found. The pump was refilled. The catheter was intentionally not re-primed due to its unk implanted length. The patient experienced an intense return of pain (located not specified) 6 days after her pump was filled, coinciding with the delivery of the new drug. The patient was admitted to the hospital and placed on an intravenous drip of dilaudid. The patient was diagnosed with pneumonia. While the patient was admitted to the hospital, the hcp aspirated the contents of the reservoir. The expected reservoir volume was 7.4 ml. The actual reservoir volume was 6 ml. The pump was used to deliver dilaudid 100 mg/ml at 4.57 mg/day. Pump programming was correct. The drug was sent for analysis. The pump reservoir was rinsed and refilled with new dilaudid 100 mg/dl and programmed to infuse at the same rate. The contents of the catheter could not be aspirated from the catheter access port. The patient was 'not doing well.' Additional information has been requested. A follow-up will be submitted if additional information becomes available.